Event description:
The manufacturer received a voluntary medwatch (mw5105705) in which it was alleged that sore throat hoarse, hard to swallow, broke out all over body with a very itchy rash, doctors check his throat several times and take antibiotics and had shots, its gets to where he can't talk . The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged to sore throat hoarse, hard to swallow,broke out all over body with a very itchy rash, doctors check his throat several times and take antibiotics and had shots, its gets to where he can't talk related to a CPAP device's sound abatement foam. The reported event of having sore throat hoarse, hard to swallow, broke out all over body with a very itchy rash, doctors check his throat several times and take antibiotics and had shots was reviewed by the pms clinical expert. There is no further action required. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.